Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6). Customer's blood glucose was unknown. Customer was found by mother unconscious with low blood glucose between 150 mg/dl and 160 mg/dl. Customer began to repeat things and had no recollection of incident. Healthcare professional reported that customer may have had a seizure due to being asleep for some time while having low blood glucose.